Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s daughter awoke on the morning of (B)(6) 2022 to discover her father expired while sleeping (treatment was completed). The patient¿s daughter contacted emergency medical services (ems) and attempted cardiopulmonary resuscitative (CPR) measures until ems arrived. However, despite their efforts the patient was unable to be revived and was transported directly to a funeral home, and no autopsy was requested. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to multiple comorbid cardiac conditions (e.g., previous myocardial infarction, multiple cerebrovascular accidents). The pdrn stated he has not received the esrd death notification or death certificate, however they were requested. The pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s). The patient was reportedly very sick (specifics not provided) and was new to dialysis.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the cardiac arrest occurred. However, the nephrologist reported (to the pdrn) the primary cause of death was a cardiac arrest, secondary to the patient¿s poor cardiac health and prior cvas. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, there is no allegation or objective evidence that a fresenius product(s) and/or device failed to meet user expectations or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s daughter awoke on the morning of (B)(6) 2022 to discover her father expired while sleeping (treatment was completed). The patient¿s daughter contacted emergency medical services (ems) and attempted cardiopulmonary resuscitative (CPR) measures until ems arrived. However, despite their efforts the patient was unable to be revived and was transported directly to a funeral home, and no autopsy was requested. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to multiple comorbid cardiac conditions (e.g., previous myocardial infarction, multiple cerebrovascular accidents). The pdrn stated he has not received the esrd death notification or death certificate, however they were requested. The pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s). The patient was reportedly very sick (specifics not provided) and was new to dialysis.

Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient¿s daughter awoke on the morning of (B)(6) 2022 to discover her father expired while sleeping (treatment was completed). The patient¿s daughter contacted emergency medical services (ems) and attempted cardiopulmonary resuscitative (CPR) measures until ems arrived. However, despite their efforts the patient was unable to be revived and was transported directly to a funeral home, and no autopsy was requested. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to multiple comorbid cardiac conditions (e.g., previous myocardial infarction, multiple cerebrovascular accidents). The pdrn stated he has not received the esrd death notification or death certificate, however they were requested. The pdrn stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s). The patient was reportedly very sick (specifics not provided) and was new to dialysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The system air leak passed. The valve actuation passed. As received simulated treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.